Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. The right atrial (ra) lead was explanted and replaced due to unknown reasons. The patient condition was unknown.

Manufacturer narrative:
The reported event indicated that the lead was opened but not implanted. As received, a complete lead was returned in one piece with the helix retracted and free of blood/tissue. Visual, x-ray and electrical examination did not find any anomalies.